Manufacturer narrative:
(B)(4). If add'l info is received, a supplemental report will be submitted per 21 cfr 803.56. MFR cross ref # (B)(4).

Event description:
The customer reported that the system had locked up during the stitching exam. Retaking the image was required, resulting in unintended excessive radiation exposure.